Event description:
(B)(6): subject number: (B)(6), site number (B)(6). On (B)(6) 2014, the subject underwent a tumor removal for a cervicothoracic intramedullary tumor ((B)(4)) during the procedure, an intentional dural tear occurred. The durotomy was closed using sutures and duraseal exact. An onlay duraplasty material was used during the procedure. The main wound was closed by sutures. Approximately 4 weeks after the initial surgery, the pt was working out and noticed "pops" from her back and then noticed that the wound had broken down. There was some clear fluid drainage resembling that of spinal fluid. On (B)(6) 2014, the pt experienced a cerebrospinal (csf) leak. It was noted during the follow-up visit that based on clinical examination of the incision, pt was experiencing a csf leak; however, fluid was not tested nor was any imaging performed. This event was considered mild. The pt was admitted for surgery on (B)(6) 2014. Procedures that were performed included the following: wound exploration, washout, re-closure; spinal cord de-tethering; use of intraoperative microscopy; lumber drain placement. The event was noted as an adverse event of "mild" severity. Relationship to device was classified as unk/impossible to determine and the event was considered resolved on (B)(6) 2014.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.